Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported during intraocular lens (iol) implant procedure; the lens got stuck in cartridge. The plunger pushed the iol, but lens did not move forward. An attempt to extract the iol from the cartridge using viscoelastic was also unsuccessful. With a similar iol a second surgery was performed for iol implantation in the aphakic eye without any harm to the patient. The patient condition was healthy additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report that the lens did not move forward; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product's acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product's acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.